Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump alarmed occlusion between patient and pump. This was checked and no occlusion found. All clamps were open and dose was completed. The pump then alarmed error message 42224. Steps were taken after checking the handbook. This latest issue was resolved. No report of patient injury.

Manufacturer narrative:
Device evaluation summary: the device evaluation aware date is 15 february 2019. One cadd solis vip pump was returned for analysis in used condition. The pump was powered on and it gave error codes 42221 and 42224. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The reported problem source could not be identified. Additional information received on 20 july 2018 indicating that there was no patient injury due to the reported event.